Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female pt (age nos) who developed granulomas on an unspecified date, after poly-l-lactic acid application. She received the injection a year and a half ago. Relevant medical history and concomitant medication info were not mentioned. No further info was provided. Event outcome is unk. Rptr's causality assessment: not specified. Additional info received on (B)(6) 2008: the pt has not yet contacted the physician who injected her poly-l-lactic acid a year and a half ago.